Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months after implant of the implantable cardioverter defibrillator (ICD) the patient experienced edema in the pocket. Cultures of aspirated fluid indicated there was no infection present. The physician decided to open the ICD pocket, drain it, and clean it out in an abundance of caution. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.